Event description:
It was reported during intra-operative testing the scs trial lead showed high impedance values. The physician attempted to reposition the lead; however, repositioning did not resolve the issue. The physician used a different lead to complete the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.